Event description:
It was stated that the customer suffers from parkinson's disease and was unable to change the infusion set because he was shaking too much. The paramedics were called for assistance with the infusion set change. No blood glucose reading was reported at the time of the call. Troubleshooting was performed and found that the time and date was incorrect. The basal rates were programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.